Manufacturer narrative:
Internal blood leaks can occur due to damage of the hollow fibres. No sample is available for investigation. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
The customer complains blood leak during the treatment. The blood loss was insignificant. No pt harm and no medical intervention was needed.